Manufacturer narrative:
Pqe investigated the insertion-13 complaint and determined that there was no indication that the product did not meet specification. No product was returned for this complaint. Insertion-13 issues are related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Pqe reviewed the DHR for the libre sensor kits within expiration date of complaint and the DHR showed the libre sensor kits passed all tests prior to release. Clinical data was reviewed for aug 2014 to jan 2018 and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed for q4 2014 to q3 2018 and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed for q4 2014 to q3 2018, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for feb 2016 through jan 2018, to survey data 12 months prior to this case¿s awareness date of 23-jan-18, and showed no trips for insertion-13 and libre sensor. No further track and trend review was required due to low rate of confirmed complaints. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an bfarm user report which reported the following information: a drug store employee reported a customer experienced an allergic reaction with use of an adc freestyle libre sensor. A skin reaction was reported "where the sensor sticks" and symptoms of "severe redness, weeping, sore spot" were reported. Customer had contact with doctor who suggested use of an unspecified lotion for treatment of the sensor site. Customer purchased the unspecified lotion at the drugstore. There was no report of death or permanent injury associated with this event.